Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 27 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The lead body was found covered in fibrotic growth 15.5 and 38 cm proximal to the lead tip. Additionally, the insulation was found damaged 41 cm proximal to the lead tip, which probably occurred during the extraction procedure. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead explanted due to alert with high pacing outputs. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.